Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a report of a user error was not confirmed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Per the complaint information, the cause of the complaint was determined to be use error. Label review was performed and found the labeling adequate for the user error identified in the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported receiving a check heater line alarm with the homechoice (hc) machine during fill 1 of 4. Per the initial report, the technical service representative (tsr) assisted the home patient (hp). The hp stated she tried changing out the cassette and was concerned because it had fluid in it. Tsr asked hp if she changed the bags out also, hp state she only changed the cassette. Tsr advised when changing out cassette she must also change out the bags. Tsr advised if this is not done the set could be compromised and she would be at risk of infection. The tsr advised hp to start over with new supplies. Product surveillance contacted the nurse on (B)(4) 2011 regarding the user error. According to the nurse, the patient has not reported, however, the patient has been to the clinic since this event and has not had any medical intervention or injury associated with this event. The nurse stated that the patient has been resuming therapy with no further issues. No further information is available.